Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 508904;508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, thyroidectomy, orbital decompression and eyelid operation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), uterine haemorrhage ("abnormal uterine bleeding"), basedow's disease ("graves' disease") and hyperthyroidism ("hyperthyroidism"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, uterine haemorrhage, basedow's disease and hyperthyroidism outcome was unknown. The reporter considered abdominal pain lower, basedow's disease, hyperthyroidism, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted expiry date 2007 -2009, 2008-2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: successful. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received. Event injury updated to events from sd. Lot number added. Events added- abnormal uterine bleeding, cramping, graves¿ disease, hyperthyroidism. Reporter information added. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 508904;508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, thyroidectomy, orbital decompression and eyelid operation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), uterine haemorrhage ("abnormal uterine bleeding"), basedow's disease ("graves' disease") and hyperthyroidism ("hyperthyroidism"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, uterine haemorrhage, basedow's disease and hyperthyroidism outcome was unknown. The reporter considered abdominal pain lower, basedow's disease, hyperthyroidism, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted expiry date -2007 -2009, 2008-2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 09-jan-2007: successful. Lot number: 508295, manufacture date: 2005-07, expiration date: 2007-06. Lot number: 508904, manufacture date: 2005-10, expiration date: 2007-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.